Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the attachment device and the reported condition that the device was not working properly completely was confirmed. An assessment was performed and it was determined that the device was frozen/will not move due to corrosion. The assignable root cause of this condition was determined to be traced to component failure due to wear. A review of the device history was performed and no non-conformances were detected related to the reported condition. UDI- (B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the bearing of the saw attachment device was corroded due to which the movement of the device was frozen. It was noted that the device did pass visual inspection. It was further determined that the device failed pretest for check for mechanical free movement, check general function in running mode, and check the oscillation frequency with frequency meter. It was noted in the service order that the equipment did not work properly anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.